Event description:
It was reported that the stylus pen for the programmer needed to be calibrated. It was further requested that the programmer receive a full upgrade. The programmer was returned for service. No patient involvement was indicated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the stylus pen and arrow do not align in the lower right corner of the display, as a result the overlay assembly was replaced and the stylus was calibrated. It was also noted that the handle cover was missing, and the link electronic module (lem) circuit board was out of specification.